Manufacturer narrative:
Exposed sharp edges on the broken pivot.

Event description:
It was reported by service report that the pivot was broken and there were sharp edges on the broken pivot. No pt involvement or adverse consequences are reported.